Manufacturer narrative:
Correction: the date of this report (b4) is (B)(6) 2019 not (B)(6) 2019 as previously reported. This report is submitted on 18 may 2020.

Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 as the patient did not receive benefit from the device.